Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 53 mg/dl while using the ilet system and self-treated with oral carbohydrates including yogurt, soda, and a glucose shot, after which blood glucose rose rapidly into the 200¿300 mg/dl range and then began trending downward. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included temporary impairment that required self-treatment and follow-up monitoring, without hospitalization. Investigation included complaint handling and user troubleshooting and education. Investigation of this case revealed user-reported overtreatment of hypoglycemia leading to rebound hyperglycemia, with no device malfunction identified. It was concluded that the event was related to glycemic management with cause of the initial hypoglycemia unclear and device function not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.